Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 7dec2018. The service engineer (se) inspected the device and verified the reported issue. The se reseated the central processing unit (cpu)/video graphics array (vga) printed circuit assembly (pca) and performed performance specification testing . The unit successfully passed all testing.

Event description:
It was reported that the monitor of a v1000 ventilator "hangs". The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 11dec2018.

Event description:
It was reported that the monitor of a v1000 ventilator would experience intermittent episodes of freezing. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.